Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with symptoms of dryness in both the eyes and fluctuating vision the eyes four weeks post treatment. The patient was treated with the steroid, durezol. The patient complained that she experienced evaporative and mild surface dryness in both the eyes. Restatis was initiated twice daily for both the eyes, and post operatively doxycycline (50mg) twice daily. Artificial tear's were prescribed every 1-2 hours for both the eyes, and artificial tear gel every night for both the eyes. On (B)(6) 2013, the best corrected visual acuity (bcva) reported was 20/25+1 for the right eye, and 20/20 for the left eye. It was stated that the dry eye conditions were not present before the surgery and there were no signs or complaints from the patient that the dryness was interfering with or limiting daily activities. There was no loss of best corrected visual acuity (bcva) reported. However, the symptoms were improving but had still not resolved until (B)(6), 2014.